Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during a device changeout, it was noted that when the chronic right ventricular (rv) lead was connected to the new implantable pulse generator (ipg) there was no pacing and the patient's heart rate was low. The ipg was exchanged for a different ipg and implanted without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.